Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Right hip. Patient states she has been falling a lot and is now unable to walk. She is unable to work as well. Her groin area is in a great deal of pain.

Manufacturer narrative:
An event regarding pain involving a metal head was reported. The event was not confirmed. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. The event could not be confirmed nor the root cause determined because devices were not returned for evaluation, and insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Right hip. Patient states she has been falling a lot and is now unable to walk. She is unable to work as well. Her groin area is in a great deal of pain.